Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as product was discarded. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had poor near and distant vision after the implantation of model zxt150 tecnis multifocal iol (intraocular lens). As a result, the iol had to be explanted and replaced with a non-johnson and johnson lens. No incision enlargement, no vitrectomy was performed and no sutures were used. The account commented that the explanted lens was destroyed. No additional information was provided.

Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noticed that the MFR report number was inadvertently entered as 2018 instead of 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.